Event description:
The facility reported a pump in which the channel a, b and c flow rates were too high. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05 2007. Evaluation summary:the reported condition of the flow rate too high on channels a, b and c could not be confirmed during service evaluation. A pump head mechanism accuracy test was conducted on channels a and c and both passed. A pump head mechanism accuracy test was also conducted on channel b and under infusion occurred. The pump head mechanism on channel b was replaced. No corrections to channels a and c were made as the accuracy tests passed.